Event description:
The complaint is reported as: "on july 17, the patient underwent thoracoscopic lobectomy under tracheal intubation anesthesia. After anesthesia intubation, when the bronchoscope was aligned, a white piece of foreign material was found in the proximal exit section of the tracheal tube, and then it was taken out. The patient's vital signs were stable." The current condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The following was returned: et tube, both swivel valves, and the y connector. Additionally, a small, thin piece of foreign material was returned loose. The returned products were received without their original packaging. Since the sample was received open, it could not be determined where the piece of material came from and whether or not it was in the packaging when it was closed. It does not appear that the piece of material came from the et tube or any of the connectors since no damages were observed on the samples. It could not be determined what the piece of material was. No additional pieces of foreign material were observed in the et tube. The reported complaint of "foreign material-unknown white material" was not confirmed based upon the sample received. The root cause of this complaint is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. The photos were reviewed and the failure mode was unable to be confirmed. It is necessary to receive the actual sample to perform a proper investigation and determine a root cause. A device history record review was performed on the lot number reported and no relevant findings were identified. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "on (B)(6) the patient underwent thoracoscopic lobectomy under tracheal intubation anesthesia. After anesthesia intubation, when the bronchoscope was aligned, a white piece of foreign material was found in the proximal exit section of the tracheal tube, and then it was taken out. The patient's vital signs were stable." The current condition of the patient is reported as "fine".